Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "rupture". Further information received indicates that the device was damaged during explant surgery: "rupture upon removal from pocket". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture". Device was explanted.

Event description:
Further information received. Indicates, that the device was damaged, during explant surgery. "Rupture upon removal from pocket".

Manufacturer narrative:
Reason for reoperation: n/I.